Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was faulty and the patient underwent a changeout procedure to a competitor's product. Additionally, the patient had a bad experience when the device was removed. No further information has been made available.